Event description:
This spontaneous report was received on (B)(6) 2010, from a (B)(6) female consumer, reporting on self from the united states. The consumer did not have any known medical history and concomitant medications were not reported. On (B)(6) 2010, the consumer started using o b non applicator tampons, one tampon (thirty tampons used in total, fifteen per period), vaginally, for menstruation (lot number and expiration date unspecified). After fifty days, device was discontinued. After fifty four days, she noticed that the wrapper got stuck in vagina. She experienced pain in uterus and ovary area. The event was resolving. This report was assessed as non-serious event. The company causality was assessed possible. No sample was received for evaluation and no lot number was provided. Without a lot number, the device history record cannot be reviewed and the retain sample cannot be inspected. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report is considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.